Event description:
It was reported that the device was used during a low anterior resection. The device was very difficult to fire. Once fired, the surgeon noticed that the device fired malformed staples and an incomplete cut. The surgeon resected the bowel and fired another device. The second device fired an incomplete staple line and malformed staples. The case was completed with hand suture.